Event description:
Information was received that during bench testing of this smiths medical medfusion 4000 pump, the pump experienced failure with high acuity patient. It was reported that the pump exhibited depleted battery alarm in history. Reported battery low upon receipt, charged and tested. No reported adverse effects.